Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 9. H11: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced kinked cannula events with nine infusion sets between (B)(6) 2026 which leads to high blood glucose levels. The patient noticed symptoms within three hours of insertion. The site locations reported were either abdomen, leg or arm. The blood glucose levels were treated with correction injection via multiple daily injections (mdi). No further information available.